Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm implant was returned for inspection. A visual inspection revealed minor wear, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced a bone fracture while the implant (tsvwb8) was being placed. The implant was removed and the site was grafted. Patient will return in three months for a new implant. Tooth location 12.